Manufacturer narrative:
There were 3 blades associated with this complaint. Two parts were returned for eval. It was visually confirmed that one of the rods which inserts to the handpiece was broken on both parts. It was not possible to determine the definitive root cause for the breakage.

Event description:
It was reported that the rod which holds the blade in the handpiece broke. No adverse consequences were reported.